Event description:
Reporter stated that patient obtained blood glucose results of 9.3 mmol/l, "hi" (greater than 33.3 mmol/l), and 7.2 mmol/l, within 5 minutes, on the accu-chek mobile system. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.